Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this pacemaker displayed an alert indicating the device would need to be explanted in a few months. A memory download was sent for analysis by an engineer. The analysis showed the device power had suddenly increased, the cause of which could not be explained. Boston scientific technical services (ts)suggested the device be replaced as soon as possible. The device was explanted and there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in battery depletion. Investigation into the root cause for this capacitor failure mechanism has determined that it occurs randomly during the capacitor manufacturing process, due to fundamental process limitations associated with the manufacturing of custom integrated circuits. Failure rates vary by integrated circuit supplier and integrated circuit design technology, as well as the specific manufacturing technology used. Medical device manufacturers are subject to the inherent limitations of current integrated circuit technologies. The failure rate for this integrated circuit remains low. Boston scientific will continue to monitor field performance relative to this issue; however, and in conjunction with our integrated circuit suppliers, will continue to strive to reduce the impact of this failure mode with each new integrated circuit that is designed and manufactured. A design change has been implemented that will reduce voltage stress on individual capacitors by using redundant components in this particular location within the integrated circuit. This design change will not prevent occurrence of this capacitor failure mechanism, as oxide defects are a limitation of current integrated circuit technology. However, this change in the integrated circuit design ensures that an oxide defect in one capacitor will not lead to catastrophic device failure.